Manufacturer narrative:
D4. Medical device lot #: 2304771 was reported, however, this is not a lot number manufactured for the reported catalog number.. D4. Medical device expiration date: unknown. E1. Initial reporter phone #: additional phone #: (b0(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd bbl¿ sensi-disc¿ oxacillin - 1g, there was a false oxacillin resistant result for pneumococci. There was no report of patient impact.

Manufacturer narrative:
Additional information was provided by the customer indicating that no patient results were affected. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. The previous MFR report #2647876-2024-00041 should be considered cancelled.

Event description:
It was reported that during use with the bd bbl¿ sensi-disc¿ oxacillin - 1 g, there was a false oxacillin resistant result for pneumococci. There was no report of patient impact.